Event description:
It was reported that the pt has hip pain located in the left hip area. Pt states that the results of the MRI showed that a revision surgery was needed. Pt also states that range of motion was so decreased that he was unable to complete simple task without being in pain such as bending while sitting or trying to tie his shoes.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.